Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 11/15/2004 alleging that the meter displayed an "apply sample" icon. The pt did not experience any symptoms at the time of testing and contacted a medical professional for advice and did not receive any treatment. Customer service had the pt retest using a sufficient amount of blood on the test strip and issue was not resolved. Customer service sent the pt replacement meter and supplies. Based on the info provided, this case is being reported as a malfunction, since the "apply sample" icon was not resolved.